Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the used device dissecting tip broke off. The patient is alive and has no injury. No additional information given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. It was concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The instructions for use contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the used device dissecting tip broke off. The patient is alive and has no injury. No additional information given.